Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation camera head off center and image misalignment was confirmed due to a damaged coupler. Additionally, other evaluation findings include the following: damages of switch 2 and 3 button not working due to faulty charge coupled device, and kinks/cuts on cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "after the connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. The loose connection of the endoscope to camera head may cause interference on the endoscopic image under observation". The most probable cause of the additional finding is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cut on the cable. There were no reports of patient involvement.